Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator (ICD) due to atrial under-sensing. The patient was stable. Further information was requested but not received.